Event description:
It was reported that the 9800 system had an intermittent lock-up and a communication error. The error was caused by a failing cpu pcb. This unit will require a new cpu upgrade. No patient injury was reported.